Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The incision site over one of the neuropace burr hole covers did not properly heal. The treating clinician noted that the patient's skin was very thin overlying the burr hole, and local wound care (oral antibiotics, medihoney, peroxide, etc.) Were not effective in the healing process. The burr hole cover was explanted and replaced with a burr hole plate (non-neuropace manufactured product). Additional treatment included oral antibiotics.